Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a fingerstick value of 68 mg/dl that was treated with juice, followed by a fingerstick value of 83 mg/dl; the user reported a sensor reading differential and no specific symptoms other than a general sense of hypoglycemia, and troubleshooting and education were completed. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic specifics. Outcomes included self-treatment with oral carbohydrate and recovery without emergency care or hospitalization. Investigation included technical review and customer interview. Investigation of this case revealed no device malfunction identified and no confirmable device-related cause for the event. It was concluded that the hypoglycemia was of unclear cause with user-reported sensor-to-fingerstick discrepancy and that the device function could not be confirmed as contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.